Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had nearly died. She stated that she was unconscious in her vehicle for a few hours until her son found her and had to give her glucose. The blood glucose reading was between 10 and 20 mg/dl. She was treated with an IV drip and a glucagon shot. She was taken to the emergency room, where they removed the insulin pump. She stated that the drive support cap appeared normal. The blood glucose reading was brought back up to 126 mg/dl. She stated that she felt the hypoglycemic event occurred because of how her body reacts to insulin. She stated that the insulin pump was not exposed to a strong magnetic field or MRI. Nothing further was reported.